Event description:
It was reported that the table locks did not actuate after the foot pedal was released, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall. The site was still able to use the table by using the inhibit switch as an alternate means to lock the table.

Manufacturer narrative:
The ge field engineer (fe) found that the sensor flag in the foot pedal mechanism was misadjusted where it did not go into the groove to break the light beam as intended. Consequently, the pedal mechanism continuously sent the float command, preventing the locks from engaging. The fe adjusted the pedal mechanism and verified that the table was performing according to specs.